Event description:
It was reported that the patient, during ventilation treatment, had a pneumothorax. Final patient outcome was no harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
There has been no request from the healthcare facility for any examination of the subjected ventilator. Investigation is performed using the provided information and the logs from the ventilator. The event log was reviewed. Ventilation was started on reported event date feb 10, 2024 with ventilation mode set to nasal CPAP and a CPAP level set to 6.0 cmh2o with upper CPAP alarm limit at 7 cm h2o and lower CPAP alarm limit set to 3 cm h2o. Alarms for CPAP high was generated throughout the ventilation until the ventilator was set to standby on the same day. The healthcare facility has not provided an exact time of the reported pneumothorax. No trend log was provided so to what level the CPAP increased has not been able to be determined. According to the test log, successful pre-use check was performed prior and after the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. No information was received regarding what nasal patient interface or patient circuit with accessories that was used. The user¿s manual states pneumothorax as an undesirable side-effect that can appear during conventional ventilation. The conclusion is that there are no indications of ventilator malfunction during the ventilation period. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).